Event description:
Pak et al. "Indium-111 diethylene-triamine-pentaacetic acid scintigraphy in the evaluation of function and patency of baclofen intrathecal infusion systems." Neurosurg. Focus / volume 23 / july, 2007. The study describes the results of retrospective review of ten scintigraphic studies in eight patients. The patients were being treated with baclofen infusion systems for severe spasticity. All patients were experiencing a lack of improvement of symptoms or symptoms worsening after initial response to therapy. A number of patients responded to dose increased but a number of device related complications were noted. Case 2: a male patient experienced a lack of improvement of symptoms with the intrathecal baclofen infusion system or symptoms worsened after initial response to therapy. The radiotracer study identified tracer localization in the intrathecal space. No symptom improvement has noted with a dose increase. Further investigation revealed the patient was diagnosed will arachnoiditis which was thought to cause the reported symptoms. The cause of the arachnoiditis was not provided. The pump unit was removed. Outcome information was not provided.